Event description:
Catheter broke out of package. No patient harm occurred; another spider was opened and used to complete the case. Vendor notified. Manufacturer response for embolic protection device, ev3 spiderfx (per site reporter).